Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv1328 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the preflushing leakage was noted in the catheter prior to use on the patient. A new kit was opened and used for the procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong clearvue catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed use residue and a split between the 58 cm and 59 cm depth markers. The proximal end of the catheter was observed to be abutted up against the white flushing hub. A microscopic observation revealed the split was disjointed with smaller splits that appeared similar in shape and pattern to that of the braided stylet. The catheter was dissected in order to observe the inner walls of the catheter. Additional, patterned impressions were observed on the inner catheter wall near the split. The characteristics of the split observed in the catheter are evidence of stylet damage. Stylet damage can occur if the stylet is not wetted prior to manipulation of the stylet within the catheter, excessive force during manipulation of the stylet, and/or pinching or clamping of the catheter with the stylet still inserted. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of rebv1328 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the preflushing leakage was noted in the catheter prior to use on the patient. A new kit was opened and used for the procedure.